Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor screen was leaking liquid with odor. The liquid smelled like gas leak. The patient called the gas company to come and verify the patient¿s home, but everything was fine. The screen looked black and green with an oily metallic appearance. The patient was advised to power cycle the monitor. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event. The screen looked black and green with an oily metallic appearance. The patient was advised to power cycle the monitor. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24952b, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no complaint failure found; found error code 2108 <(>&<)> 2300 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.